Event description:
The customer reported via the sales rep that the plastic collar on an exeter stem became bent when placed on the exeter introducer. It is further reported that a visual inspection of the stem and the plastic collar found no defect. It is further reported that when attempting to put the stem on the introducer, the plastic collar appeared to be softer and more malleable than expected and bent out of shape. It is further reported that another unit was opened to complete the procedure with no adverse consequences.